Manufacturer narrative:
(B)(4). Batch # r93x6w. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device and there were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was the closure indicator was broken and not making contact with the moving trigger. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, a 'replace device' error appeared on the generator. The nurse followed by pressing the next button, and even tested the device. However, the same error appeared continuously. There was no patient consequence.